Manufacturer narrative:
(B)(4)the product is unknown. As the patient discarded supplies after each therapy, the sample was not requested.

Event description:
This is a report from a wholesaler of peritonitis in a patient from (B)(6). There was no allegation of device malfunction. The physician stated that the patient was hospitalized for peritonitis (dates unknown). Antibiotic therapy was rendered to the patient (product name, dose, route and frequency were not reported). The patient recovered from the event. Peritoneal dialysis therapy had been ongoing and unchanged throughout the event. The physician stated that the event of peritonitis was unrelated to the dialysates.